Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. There was no impact to the customer¿s blood glucose level due to the reported issue. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided on the reported event.